Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm during a bolus. The customer's blood glucose was not provided at the time of the incident. The customer was trying to rewind the insulin pump but the motor goes forward. The customer was assisted with troubleshooting but the insulin did not exit. The insulin pump had a rewind anomaly. The product will be returned for analysis.